Manufacturer narrative:
Additional pro code: (B)(4). Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of "ECG disabled" was observed during review of the device's history log. The device was put through extensive testing which included bench handling, power cycling and ECG functionality stress testing without duplicating the malfunction. The device's analog board was replaced as a precaution. The device was recertified, and returned to the customer. The reported malfunction of device "failed self-test" was not duplicated during testing. Review of the device clock logs did not show any evidence to support the customer's report that a "failed self test" message was displayed at any time. Therefore our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.